Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round high profile 500cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient had the implant removed on (B)(6) 2020.

Manufacturer narrative:
Additional information received on (B)(6) 2021, indicated that the patients doctor confirmed the capsular contracture, unknown grade, and he did not confirmed the deflation. Manufacturer¿s reference number: (B)(4).